Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2015. An increase in voltage would suggest a further pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.